Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the subject was seen in clinic on (B)(6) 2022 and had complaints of pain, tenderness, and edema of the abdomen as well as drainage and erythema at the driveline site. These symptoms had been occurring for the past three days. The patient's white blood cell (wbc) count was elevated. A driveline culture was taken and results are pending. The patient was admitted and started on parenteral vancomycin and cefepime. A computerized tomography (CT) was performed on the abdomen that confirmed a driveline infection. An incision and drainage with a driveline revision was performed on (B)(6) 2022.